Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra meter was reading inaccurately. The medical affairs specialist sent follow up questions and more information about the incident came available on may 30. The patient reported blood glucose results of "21.8 and 30.1 mmol/l" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The patient stated that after a visit to his physician on two days prior to original date, his dose of insulin was increased from 12 units of mixtard 30/70 before his evening meal to 14 units before his evening meal. The adjustment was made because the patient mentioned he had been getting higher than normal evening readings. The patient takes 16 units in the morning as well. The patient states he suffered symptoms of light-headedness, trembling, and sweating indicative of hypoglycemia the first night he increased his dose. He drank tea with spoonfuls of sugar and ate bread and jam to treat his symptoms. Then he had a chocolate biscuit and started to improve within 15 minutes. He took a reading 5 minutes before he developed symptoms and got a reading of 3.2 mmol/l. The patient generally says he has symptoms when the reading is between 3 and 5 mmol/l. He has reverted back to taking 12 units of insulin before his evening meal. The doses are not based on a sliding scale. The patient tests his blood sugar 5 times per day since he thinks he had higher results. He took readings 3 times per day prior. The customer service representative determined during the troubleshooting telephone call the patient's testing technique was correct. The test strips were within expiration dating and in good condition. The meter as programmed in the correct unit of measure and calibration code number. Quality control testing was not performed during the call. The patient did not seek medical attention. This complaint is being reported because the patient alleges he had been getting inaccurate higher readings, increased his insulin due to the readings and reportedly suffered symptoms indicative of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.